Event description:
It was reported the distal electrodes detached from the want intra-operative and was lodged in the bone surface. The physician was able to retrieve the electrode using a combination of suction and a shaver. No pt complications were reported as a result of this event.